Event description:
It was reported that during a laparoscopic cholecystectomy, after pneumoperitoneum was created with a veress needle and during first entry with the bladed trocar, the blade did not retract and a vein or artery was cut. Bleeding was observed with blood loss of 500 cc or more, and a blood transfusion was required. The laparoscopic procedure was converted to open surgery, the incision was extended more than 1 inch (2.54 cm), and the surgical time was prolonged by 30 minutes or more. After opening the patient, the injured vessel was repaired and sutured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.